Event description:
The customer reported that during a daily device check, the device had its service indicator illuminated and lost power on its own. After the user changed out the batteries with a fully charged replacement set, the device shut down by itself again. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and other unrelated parts then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed power pcb assembly was further evaluated in the failure analysis center and the cause of the reported failure was determined to be a diode, designator cr20 which shorted out the vl line.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.